Event description:
Patient contacted dexcom technical support on (B)(6) 2010, to report a possible broken sensor wire. Patient inserted sensor on (B)(6) 2010 and noticed blood under the adhesive on (B)(6) 2010. Upon removing the sensor on (B)(6) 2010, she thought that a piece of the wire was stuck underneath her skin. During her call with dexcom technical support, patient was attempting to remove the sensor wire with tweezers but was advised not to remove it. Patient reported no injury and required no medical attention. Patient later contacted dexcom technical support and recanted her story, stating that she panicked when she thought she saw a piece of wire underneath her skin. Patient was fine at the time of her call to dexcom technical support. Patient has not returned the suspected broken sensor to dexcom for evaluation. Dexcom is reporting this complaint as a possible broken sensor until laboratory evaluation can confirm otherwise.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.